Event description:
Additional information was provided by the surgeon that the iol was exchanged for a different model iol with the same power. There was no harm to the patient. The patient's issues have resolved and the prognosis is good.

Manufacturer narrative:
Additional information provided in b.3., b.5., b.6., b.7., d.10., and e.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision. The iol was exchanged in a secondary procedure. Additional information was requested.